Event description:
On (B)(6) during a pls procedure rotaflow console (B)(4) alarmed suddenly after running for a while. The message in the display was: com.err. The pump continued to run. The perfusionist switched over to the emergency drive. The rotaflow was switched off and on and the error was gone. Error did not return and the rotaflow ran without further problems. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The console was evaluated by the ssu technician and the flow measurement board and control board were replaced. The device was tested and returned to use. (B)(4).